Event description:
Technician alleged that the right intermediate siderail is not staying up or latching. No pt impact. Technician alleged that the right intermediate siderail is not staying up or latching. No pt impact.

Manufacturer narrative:
Technician found the right intermediate siderail latch is stuck with contamination. The technician cleaned and lubricated the right intermediate siderail latch to resolve the issue.